Event description:
Reported as anaplastic large cell lymphoma, contracture, and associated asymmetry from research article (2008 american journal of surgical pathology, wong et al.) 'Anaplastic large cell lymphoma associated with a breast implant capsule: a case report and review of the literature.' Follow-up findings: doctor states is allergan device but is unable to exonerate device as insufficient study evidence. (B)(4).

Manufacturer narrative:
(B)(4). Device labeling addresses the reported event of seroma as follows: the a95/r95 study: 3 year and 5 year cumulative first occurrence kaplan-meier adverse event rates 995% confidence interval), by pt: seroma 2.6% through 3 years, 2.6% through 5 years. "If unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately." (Allergan saline breast implant labeling). Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the a95/r95 study included in the labeling for saline breast implants.